Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed by a review of picture and medical records. Visual examination of the provided picture identified the blue/white suture fractured. The suture saddle appears to be out of the toggle and there is some possible fraying near the top hat button. A review of the available records identified fracture of the peroneal medial malleolus and bimalleolar ankle fracture. The suture implant zip tight ankle syndesmosis broke. The suture should support the same pressure and tension that the doctor uses and it did not, it broke, it did not complete its seal and the doctor proceeded to ask for another and informed that the defective one did not do any damage/injury to the patient. Device history record was reviewed and no discrepancies were found. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product not returned.

Manufacturer narrative:
(B)(4). Report source: foreign: event occurred in (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the suture of the ziptight ankle syndesmosis fractured. Attempts have been made and additional information on the reported event is unavailable.